Manufacturer narrative:
The manufacturing record of the two subject devices was reviewed without irregularity. As a result of culture conducted on the two subject devices by olympus (B)(6) s.a.s (ofr), bacteria was not detected. Ofr sent the test result and the two subject device to the user facility. The exact cause could not be determined at present. Omsc is following up with the user facility to obtain additional information regarding the reported event. If significant additional information is received at a later time, a supplemental report will be followed.

Event description:
Olympus medical system corp. (Omsc) was informed that the facility performed a culture test, and bacteria was detected from unused two urf-v2s. There was no patient infection reported on this event. This report is 2 of 2.